Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump. Customer performed troubleshooting but alarm occurred again. Alarm occurred shortly after inserting a new battery. Insulin pump will not be returned for analysis.